Manufacturer narrative:
Per the clinical specialist, the perfusionist reported that one of the roller pump would not power on. When he checked the power cable, the connection on the base was loose and found out that the two pins were bent. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during field service installation of the device, the pin of the power cable for the pump was bent. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's clinical specialist, the roller pump had not malfunction. When the user facility said the pump wouldn't power on he checked the power cord and found the pins at the end of the cord were bent. He swapped the power cord from another roller pump and the unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.